Event description:
It was reported difficult deflation was encountered after the first inflation during an axillary vein dilatation procedure in a dialysis pt with an arteriovenus hemodialysis fistula graft. A twenty five gauge needle was inserted at the skin site to puncture and deflate the balloon. Resistance was encountered tracking the balloon catheter over the wire during removal. The wire and balloon catheter were removed as a unit through the introducer sheath without incident. Another wire and balloon catheter were used to successfully complete the procedure without pt complications. Co was unable to determine if the proximity of the inflation site and av fistula graft contributed to this event. However, as further info becomes available, a supplement will be forwarded under the appropriate sequence number.

Manufacturer narrative:
A balloon catheter with a guidewire in place were received, evaluated and retained by this MFR. The engineering evaluation indicated the guidewire was restricted at the distal end of the catheter and much exertion was required to remove it from the guidewire lumen. No defects were noted with either the guidewire lumen or the guidewire. However, blood was present inside the guidewire lumen. The balloon was examined and blood was found inside the balloon. Leaks were found at the proximal end of the balloon, consistent with needle punctures. The balloon material was wrinkled. The inner diameter of the connecting sleeve at the weld of the balloon to the sleeve was slightly below specification.